Event description:
It was reported that 16 pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported that the needle npe was found to be broken before use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported that the needle npe was found to be broken before use.